Event description:
The customer stated that the calibration slope of potassium was low using the clinical chemistry ict calibrator, lot # 0505017. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.